Event description:
During a treatment procedure to place a greenfield vena cava filter, the legs did not fully deploy. Access had been obtained through the femoral vein and the greenfield filter was positioned and deployed in the superior vena cava. After deployment, the physician noted that the filter did not appear to be completely open and implanted in the cava wall. Oblique radiographic pictures and contrast runs show an imcomplete opening of the legs of the filter. Not enough room was available to place a second filter superior to the first, therefore the physician decided to remove the greenfield filter. A snare was introduced through a jugular access and the greenfield filter was captured with the snare and pulled into a sheath. It was successfully removed from the pt through the sheath. A trapease vena cava filter was then successfully placed from a femoral access into the svc. Post procedure films show evidence of clot formation within the trapease filter. Following the procedure, the pt was returned to their inpatient hospital room. According to the reporter, the procedure was completed successfully.